Event description:
It was reported that the customer's insulin pump is stuck on the fill tubing screen. It was reported that the buttons on the insulin pump are unresponsive. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump intermittent button response on the down arrow button due to moisture damage on keypad traces noted. No unexpected frozen screen noted; time advanced properly. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.